Manufacturer narrative:
The edwards commander delivery system was not returned for evaluation. An image of the device after withdrawal shows blood within the balloon. This confirms the complaint for balloon leakage. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. The complaint for balloon leakage was confirmed based on the supplied photograph of the device. Since the device was not returned, it was not possible to determine if a manufacturing non-conformance contributed to the complaint. Since there was no report of difficulty de-airing the device during preparation, it is likely that the issue was not present on the device as manufactured. Complaint history review suggests that patient and procedural factors may have contributed to the complaint. A definitive root cause was unable to be determined. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported by the territory manager, during deployment the delivery system's inflation balloon did not inflate, a hole in the balloon was noted. The device was removed and a new device implanted successfully.